Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, in order to clip the blood vessel, the scrub nurse opened the first device according to the doctor's call for the device. One firing was performed for a trial, but the remaining clip quantity displayed on the digital counter did not decrease from 16. It was confirmed that the number on the counter did not decrease after several firings were performed. No clip came out after some firings (the sales rep confirmed with the nurse, but it was unknown how many firings were performed). The nurse opened a new device and pulled out the yellow tab, but this time the counter was not displayed. One more device was opened, and it was confirmed that the counter was displayed, and the device was able to perform firing without problem. The surgical time was extended by less than 30 min. The event occurred during the procedure but the product was not used for patient. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first instrument revealed the presence of dried bodily fluid on the jaws of the instrument. During functional evaluation, it was noted that actuation of the handle did not load a clip into the jaws of the instrument. The instrument was disassembled for visualization of internal components. An excessive amount of dried bodily fluid was observed in the shaft and on the clip track. This was preventing clips from loading into the jaws of the instrument. The second instrument was received partially applied with nine remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The clip counter was no longer active upon receipt of the instrument. The handle was disassembled for visualization of in ternal components. A representative battery was assembled onto the subject clip counter for further evaluation. The returned counter indexed properly from 16 to 00 without issue multiple times. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if bodily fluid builds up inside the shaft of the instrument. This may interfere with clip loading and prevent the instrument from firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.